Event description:
The date of the event is estimated. Dr. (B)(6) reported that while performing an abdominoplasty procedure using quill srs #2 polypropylene suture with a 36 mm taper point needle, the needle detached from the suture and could not be located for twenty (20) minutes. The needle was retrieved; however, additional time under anesthesia was required.

Manufacturer narrative:
The pt was under anesthesia for an additional twenty (20) minutes before the needle was located. The date of this event is estimated. The actual failed device was not returned for eval. However, sterile product from the same finished good lot was returned for testing on 08/10/2010. Method: the actual failed device was not returned for eval. However, sterile product from the same finished good lot was returned for testing on 08/10/2010 and forwarded to (B)(4) quality assurance laboratory. Results/conclusions: the returned sterile samples were visually examined prior to undergoing straight pull and, needle pull tests performed by a quality assurance technician. All samples met angiotech and usp requirements. Furthermore, relevant portions of the device history record were reviewed and no corresponding issues were identified during manufacturing or final release. To date, no other complaints have been received for needles detaching for this specific item number or finished good lot. (B)(4), quill srs, #2 ppn, lot m105730.